Event description:
It was reported that the customer had a low blood glucose level of 60 mg/dl and treated with fruit punch juice. Customer's blood glucose went up to 78 mg/dl. Customer stated that she treated with sugar water and gave herself a 6 unit shot of insulin. Customer reported having low blood glucose levels for the past 3 weeks with the approximate date of (B)(6) 2015. Customer thinks that she may have been admitted in (B)(6) 2012. Customer was recently admitted as an inpatient for medical treatment. Customer was sweating badly and was on the floor kicking, screaming, and scratching her neck. Customer's daughter called 911. Customer stated that she may have exposed her pump to a MRI on (B)(6) 2015. Customer overbolused with a manual injection today, which caused her low blood glucose level. Pump passed the displacement test. Customer was advised to monitor the issue. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.